Manufacturer narrative:
(B)(4). Date of event: publication year of 2004. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. [(B)(4)].

Event description:
It was reported via literature entitled: stapled hemorrhoidectomy with local anesthesia can be performed safely and cost-efficiently authors: steven esser, m.d., indru khubchandani, m.d., mikhail rakhmanine, m.d. Citation: dis colon rectum. 2004; 47(7). This prospective study was designed to assess the feasibility of performing the procedure for prolapsing hemorrhoids, or stapled hemorrhoidectomy, under local anesthesia supplemented with conscious sedation. A total of 70 patients (mean age: 56 years; 37 male and 33 female patients) with grade 3 or grade 4 hemorrhoids underwent the procedure for prolapsing hemorrhoids after peri-anal infiltration were included in the study. During the surgical procedure, the proximate hcs hemorrhoidal circular stapler (ethicon) were used for all operations. After securing the dilator to the skin with silk sutures, the obturator was removed and the pursestring suture anoscope was inserted to facilitate placement of a prolene 0 purse-string suture (ethicon) through the mucosa and submucosa 4 to 5 cm proximal to the dentate line. During this time, in females, a digital vaginal examination was performed to ensure that the stapler had not included the posterior vaginal wall. After firing the stapler, it was held closed for an additional minute to assist in hemostasis. The head of the stapler was then opened two full turns and removed. The purse-string anoscope was used to inspect all four quadrants for bleeding and anastomotic integrity. It was reported that the majority of patients had bleeding or separation, and vicryl 3-0 (ethicon) figure-of-eight sutures were used for repair. Other reported complications included bleeding from the staple line (n-1) and was discharged 2 hours after packing, post-operative rectal bleeding (n-1) which required hemostatic pack in the rectum, post-operative rectal pain (n-1) which required hospitalization, mild rectal pressure (n-5), anal seepage and urgency (n-3), and induration and granulation at the staple line. It was concluded that stapled hemorrhoidectomy has proven to be a viable alternative, perhaps even superior to conventional hemorrhoidectomy in the treatment of grade iii and IV hemorrhoids. The benefits of pph can be more fully realized by the simple application of local anesthesia with supplemental intravenous sedation to the procedure.